Manufacturer narrative:
The serial number of the e411 analyzer is (B)(6). The last calibration performed on (B)(6) 2024 was within the expected ranges. On (B)(6) 2024, the customer only ran one level of control and it recovered within the specified range. The patient sample was requested for investigation. The investigation is ongoing.

Event description:
The initial reporter stated they received questionable results for one patient sample tested with elecsys toxo igm on a cobas e411 rack. The sample initially resulted in a toxo igm value of 1.52 coi (reactive) and it repeated as 1.51 coi (reactive). The values were not reported outside of the laboratory as they were not in line with the patient's history and the patient's toxo igg result of < 0.3 iu/ml (non-reactive). The sample was sent to another laboratory where it was measured on abbott instrumentation, resulting in a toxo igm value of 0.06 coi (negative).

Manufacturer narrative:
Calibration data was acceptable. The customer only ran one level of control on (B)(6) 2024 and it recovered within range. The investigation was able to reproduce the customer's results with the returned patient sample. Based on the results obtained in the investigation, it is unlikely that a t. Gondii infection occurred. The nature of the interference in the elecsys toxo igm assay could not be determined. The sample reactivity was not based on interfering antibodies directed at the ruthenium label of the assay. The investigation did not identify a product issue.